Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results when using the bd sars-cov-2 reagents for bd max¿ system kit (ref (B)(4)) lot 1236345 was performed by the review of manufacturing records, review of customer¿s data and verification of complaints history. Review of the manufacturing records of the bd sars-cov-2 reagents for bd max¿ system indicated that lot 1236345 was manufactured according to specifications and met performance requirements. The complaint concerns several suspected false positive results for only one target, with bd sars-cov-2 reagents for bd max¿ system (44500301) kit lot 1236345, that gave a negative result upon repeat with an alternative method (discrepant result). Customer provided the database from instruments ct0743 & ct2409 for investigation. The customer¿s udp settings were verified, and the result logic parameters were set in accordance with the bd sars-cov-2 reagents for bd max¿ system instruction for use. Manual pcr curve adjudication was conducted across the positive samples in position b2 from run 101, position b11 from run 5475 and positions a4, a9 and b4 from run 5476. Pcr curves analysis revealed late and low, but true amplifications for n1 or n2 targets, without anomaly, indicative of true positive results. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. Bd was unable to confirm the exact cause of the customer¿s positive results. Based on the investigation results, no reagents issue is suspected. There is no indication of an increase in complaints for discrepant results for the bd sars-cov-2 reagents for bd max¿ system lot 1236345. The root cause was not identified. Note that positives samples at the limit of detection of the assay or a through environmental or cross contamination introduced during the sample preparation at the customer¿s site can explain the customer discrepant samples. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA).

Event description:
It was reported while testing with bd sars-cov-2 reagents for bd max¿ system there were multiple false positives. Confirmatory testing was performed using a panther fusion pcr test and the result was negative. There was no report of patient impact. The following information was provided by the initial reporter: customer has sent files for 4 runs for investigation: run 100,101, 5475 and 5476. Customer problem: customer reporting discrepant /alleged false positive results with the bd cov-2 assay catalog# 44500301, lot #s 1243878 and 1236345. Customer reporting that several patient samples over the past few weeks (asymptomatic employees who were being screened for cov-2) initially tested as positive for one target, n1 or n2 and high CT value, and subsequently tested as negative when repeated on the panther fusion pcr test. Quantity received and quantity affected: several kits and two lot#s affected alleged false positive/discrepant results.

Event description:
It was reported while testing with bd sars-cov-2 reagents for bd max¿ system there were multiple false positives. Confirmatory testing was performed using a panther fusion pcr test and the result was negative. There was no report of patient impact. The following information was provided by the initial reporter: customer has sent files for 4 runs for investigation: run (B)(6). Customer problem: customer reporting discrepant /alleged false positive results with the bd cov-2 assay catalog# 44500301, lot #s 1243878 and 1236345. Customer reporting that several patient samples over the past few weeks (asymptomatic employees who were being screened for cov-2) initially tested as positive for one target, n1 or n2 and high CT value, and subsequently tested as negative when repeated on the panther fusion pcr test. Quantity received and quantity affected: several kits and two lot#s affected alleged false positive/discrepant results.

Manufacturer narrative:
There is no 510(k) for this device as it is an emergency use authorization. Eua # (B)(4). There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1243878. Medical device expiration date: 2022-03-04. Device manufacture date: 2021-08-31. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.